Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13814- device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off within one day of use. Event was occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.